Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
The study reported two patients were revised due to loosening. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10. Medical product: item#: unknown; lot#: unknown; item name: unknown oxford femoral component; item#: unknown; lot#: unknown; item name: unknown oxford tibial component; item#: unknown; lot#: unknown; item name: unknown oxford bearing; therapy date: unknown. H3-other: device evaluation could not be performed as part# and lot# unknown. Also, device location is unknown. G2-foreign- italy. G2-literature- journal article. No difference in mobile and fixed bearing partial knee arthroplasty in octogenarians: a clinical trial(2023). Riccardo d¿ambrosi, federico valli, alessandro nuara, ilaria mariani, fabrizio di feo, nicola ursino, matteo formica, laura mangiavini, michael hantes, filippo migliorini https://doi.org/10.1007/s00590-023-03537-7. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.